Event description:
It was reported that a user attempted to scan a new glucose sensor with the ilet app and received an incompatibility message, and confirmation showed the sensor was a freestyle libre 3 rather than a freestyle libre 3 plus. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alarms, and completion of troubleshooting and education, including an explanation of bg run mode and guidance to contact the prescriber or pharmacy regarding the sensor selection. Investigation included technical review through customer troubleshooting and user education. Investigation of this case revealed that the device functioned as designed and that the incompatibility resulted from use of a non-supported sensor model. It was concluded, based on previously established findings for similar reports, that the cause was user use of an incompatible third-party sensor.